Manufacturer narrative:
Manufacturing date: march 28, 2017 ¿ march 30, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the bladder had been ruptured. The bladder was microscopically examined with additional issues noted. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastic container in a small volume folfusor burst during filling with fluorouracil. The cytostatics were pushed out through the filling inlet, despite the fact that the syringe was threaded, and a large leak occurred. There was no patient involvement. No additional information is available.